Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ("essure allergy") in a female patient who had essure inserted for female sterilization. In 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed in september). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: essure was removed in september (exact date was not provided). Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 19-feb-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of allergy to metals ("essure allergy") in a female patient who had essure inserted for female sterilization. In 2008, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removed in september). Essure was removed. At the time of the report, the allergy to metals outcome was unknown. The reporter considered allergy to metals to be related to essure. The reporter commented: essure was removed in september (exact date was not provided). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.